Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had an infection back in (B)(6) 2026, but when asked about this information, the rep further clarified that they thought the patient had gotten an infection back when they had the replacement. The infection was resolved with antibiotics, but the patient was still complaining of pain at the pocket site.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp was able to clarify that the patient did have an I nfection after they had their device replaced on (B)(6) 2023. They started to have discomfort approximately 5 days after the procedure and worsening. They rated their pain 10/10 worse with touch. They described the site as warm and red. Cellulitis was mentioned as the type of infection.

Manufacturer narrative:
D4: device associated with the complaint updated due to further clarifying information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.